Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
A facility representative reported that either during or following an implantable collamer lens (icl) implantation procedure, the lens flipped. It is unclear when the lens flipped. Additional information was requested. No further information is available at this time. If any additional information is received, a supplemental medwatch report will be submitted. It should be noted that the patient's age fell outside the indicated age range at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.